Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified brown particles on the outer surface and clear fluid within the device. Leak test and microscopic analysis was performed and identified no leakage or device failure. Fill inspection was performed and identified no blockage. Based on the device analysis the final assessment was intact and functional. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "crease/folding of implant." Patient representative additionally reported "pain in breast", "increased size", "collection of dark fluid found", and "valve appeared to have separated from the implant itself.¿ device has been explanted

Manufacturer narrative:
The events of capsular contracture, infection, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following", "anxiety, apprehension, permanent scarring, and financial loss, infection, disability, chronic pain, other symptoms to include seroma, pain prior to explant procedure, rashes, itching, swelling, asymmetry of breasts, capsular contracture grade unknown, heat sensation, mental pain, anguish and fear due to risk of further/increased risk of alcl, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering". Also reported "plaintiff suffered, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, scarring, disfigurement" not related to the device.